Event description:
During the process of reaming/irrigating/aspirating the femoral canal, the ria drive shaft was damaged. Reamer head was disconnected from the drive shaft but was retrieved from the femoral canal. Some metal fragments from the drive shaft could not be retrieved and remain in the femoral canal. Graft was successfully obtained from the femur. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.